Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and investigated. The returned device analysis was unable to confirm a leak. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue at this time. A definitive cause for the reported leak could not be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The steerable guide catheter referenced is filed under a separate medwatch report.

Event description:
This is filed to report the leak in the clip introducer. It was reported that on (B)(6) 2017, the patient, with functional mitral regurgitation, underwent a mitraclip procedure. The clip delivery system (cds) and steerable guide catheter (sgc) were prepared for use per instructions for use (IFU). After the insertion of the clip delivery system (cds), air was noted in the hemostasis valve of the steerable guide catheter (sgc) and it was suspected that the clip introducer had a leak. Aspiration was performed to remove the air from the devices; however, no air was noted in the patient anatomy. The cds was removed from the sgc and a new device was used with the same sgc. Two clips were implanted and the mitral regurgitation was reduced from grade 4 to grade 1-2. No additional information was provided.